Manufacturer narrative:
Philips has investigated this complaint. Customer reported that the table was moved during preview run. The philips engineer suggested service, but the quotation has been cancelled by the customer and no service has been provided from the philips. To date, no further information was received. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that the table was moved during preview run. No harm has been reported to philips. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.